Event description:
It was reported to philips that the device required a replacement ac module in accordance with (B)(4). There was no reported patient or user involvement and no adverse patient/user impact.